Event description:
A customer reported experiencing poor vacuum during a procedure. The case was completed using an alternate handpiece. There was no harm to the patient.

Manufacturer narrative:
The company service representative examined the system. Preventative maintenance was performed. The system was then tested and met all product specifications. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause cannot be determined conclusively. (B)(4).